Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the patient was on impella cp support and during support, however the impella was wrongly positioned in the in the papillary muscle. Decision made to pull out impella and place intra-aortic balloon pump.

Manufacturer narrative:
The investigation of positioning issues has been completed. Pump was not returned for investigation. Data log review was not required for this case. The cause of the positioning issue was most likely use-related since it was mistakenly placed in the papillary muscle.